Manufacturer narrative:
Device not returned. Usage concerns resolved, and device was reported to be working properly. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This report is associated with product compliant: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report a product complaint and adverse event, concerns a caucasian male patient who was born in 1949. Medical history of patient included uric acid (as reported). Concomitant medication: insulin glargine for diabetes, and other unspecified medications for unknown indication. The patient received lispro insulin (humalog), 5iu in the morning, 5iu in the afternoon and 5iu at night, subcutaneously, for the treatment of diabetes, beginning prior to 2001. Sometime in 2009, unknown exact time after starting lispro insulin treatment, the patient experienced a renal problem as he only had 50% of his kidneys working. Reportedly, the patient did not take care of himself and he was only at 25%. The patient underwent kidney exam, but the results were not provided. As corrective treatment, he started a very strict diet and a treatment that removed the sodium; therefore, the kidney function was back to 45% and the patient was recovering. On (B)(6) 2016, unknown exact time after starting lispro insulin therapy via reusable humapen luxura champagne device, the patient had lunch at noon and after one and a half hour, he started feeling unwell, he was wet and he felt his body bad, limp body and was verified that he experienced an hypoglycemia of 41 (units and reference range not provided). As corrective treatment, the patient received sugar, something liquid or sweet. On the same day, he was recovered. On (B)(6) 2016, the patient experienced malaise, leg pain and he verified he had hyperglycemia as the glycemia was higher than 600 (units and reference range not provided). The event of hyperglycemia was considered serious by the company due to medically significant reasons. Corrective treatment included injection of 10iu of lispro insulin and diet. In the morning of (B)(6) 2016, his glycemia was still higher than 600. At the time of lunch, it was 380 and around 17:57 pm the patient was recovering as his glycemia was 143. According to the reporting consumer, the glycemia of the patient was decompensated and it was normal that patient experienced hypoglycemic and hyperglycemic episodes. Besides, the patient underwent to a complete blood count, creatinine and urine exam on an unspecified date (results were not provided). It was reported that the humapen luxura champagne (lot number 0806b07) was jammed, the injection button would not go down (associated with product complaint number (B)(4)). The patient always reused the needles, the device was storage in the refrigerator and he did not wait any second with the needle inside his skin. The lispro insulin treatment was continued. The patient was the device operator and he was trained by a physician. It was unknown how long this model of device or the reported device had been used. Device was not returned. Usage concerns resolved, and device was reported to be working properly. The reporting consumer did not know if the events of hyperglycemia and hypoglycemia were related to the lispro insulin, but the event of renal problem was not related to the lispro insulin. No relatedness opinion was provided between the events and the reported device. Update 10may2016: upon review, this case was opened to update the medwatch fields for regulatory reporting.

Manufacturer narrative:
No further follow up is planned. Evaluation summary: a male patient reported that his humapen luxura device was jammed and the injection button would not go down. The patient experienced a serious event of hyperglycemia. The device was not returned for investigation (batch 0806b07, manufactured june 2008). Therefore, the device could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. The patient support center was able to troubleshoot the device and was able to confirm the device was functioning normally. All humapen luxura devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy. The device user manual instructs to use a new needle for each injection, to hold the injection button for five seconds, and not to store the device in a refrigerator. There is evidence of improper use. The patient reused needles, stores the device in a refrigerator, and did not hold the injection button 5 seconds. Needle reuse and not holding the injection button five seconds may be relevant to the complaint of hyperglycemia.

Event description:
Lilly case ID: (B)(6). This spontaneous case, reported by a consumer who contacted the company to report a product complaint and adverse event, with additional information provided by a second consumer reporter, concerns a caucasian male patient who was born in 1949. Medical history of patient included uric acid (as reported) with no history of prostatism. Concomitant medication: insulin glargine for diabetes, and other unspecified medications for unknown indication. The patient did not receive antihypertensives or anti-inflammatories. The patient received lispro insulin (humalog), 5iu in the morning, 5iu in the afternoon and 5iu at night, subcutaneously, for the treatment of diabetes, beginning in 1996. In 2006, ten years after starting lispro insulin, the patient was diagnosed with hypertension. As corrective treatment of hypertension, he received losartan. The hypertension was ongoing. Sometime in 2009, approximately 13 years after starting lispro insulin treatment, the patient experienced a renal problem as he only had 50% of his kidneys working. Reportedly, the patient did not take care of himself and he was only at 25% or 20% of kidney function. The patient underwent kidney exam, but the results were not provided. The event of 20% of kidney function was considered serious by the company due to medically significant reasons. As corrective treatment, since 2014, he started a very strict diet and a treatment that removed frying, salt and meat; therefore, the kidney function was back to 45% and the patient was recovering. It was stated that the patient did not have urinary symptoms. On (B)(6) 2016, unknown exact time after starting lispro insulin therapy via reusable humapen luxura champagne device, the patient had lunch at noon and after one and a half hour, he started feeling unwell, he was wet and he felt his body bad, limp body and was verified that he experienced an hypoglycemia of 41 (units and reference range not provided). As corrective treatment, the patient received sugar, something liquid or sweet. On the same day, he was recovered. On (B)(6) 2016, the patient experienced malaise, leg pain and he verified he had hyperglycemia as the glycemia was higher than 600 (units and reference range not provided). The event of hyperglycemia was considered serious by the company due to medically significant reasons. Corrective treatment included injection of 10iu of lispro insulin and diet. In the morning of (B)(6) 2016, his glycemia was still higher than 600. At the time of lunch, it was 380 and around 17:57 pm the patient was recovering as his glycemia was 143. According to the reporting consumer, the glycemia of the patient was decompensated and it was normal that patient experienced hypoglycemic and hyperglycemic episodes. Besides, the patient underwent to a complete blood count, creatinine and urine exam on an unspecified date (results were not provided). It was reported that the humapen luxura champagne (lot number 0806b07) was jammed, the injection button would not go down (associated with product complaint number 3653821). The patient always reused the needles, the device was storage in the refrigerator and he did not wait any second with the needle inside his skin. The lispro insulin treatment was continued. The patient was the device operator and he was trained by a physician. It was unknown how long this model of device or the reported device had been used. Device was not returned. Usage concerns resolved, and device was reported to be working properly. The first reporting consumer did not know if the events of hyperglycemia and hypoglycemia were related to the lispro insulin, but the event of renal problem was not related to the lispro insulin. The second reporting consumer did not provide any relatedness opinion. No relatedness opinion was provided between the events and the reported device. Update 10may2016: upon review, this case was opened to update the medwatch fields for regulatory reporting. Update 13may2016: additional information received on 11may2016 from a second consumer reporter. Added a new consumer as reporter. Added negative history of prostatism. Added information regarding no use of antihypertensives or anti-inflammatories. Updated lispro insulin start date. Added non-serious event of hypertension. Updated non-serious event of renal problem to kidney dysfunction which was considered serious by the company. Added information regarding no urinary symptoms. Narrative and corresponding fields were updated accordingly. Edit 20may2016: upon review for mailing on 19may2016, updated as reported causality for the serious event of renal impairment from no to not reported. Update 24may2016: additional information received on 23may2016 from the global product complaint database added the device specific safety summary and manufactured date of the device; added the device was not returned; updated the medwatch and european and (B)(4) required device reporting elements.